Manufacturer narrative:
H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: removed code c21 and added code c19 under investigation findings.

Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of an infected thoracic aortic aneurysm using two gore® tag® conformable thoracic stent graft with active control system (ctagac) devices. Tgmr373715j was implanted distally. On unknown date, at a follow up, a computed tomography revealed a distal type I endoleak and 5 mm of aneurysm enlargement after the initial treatment. On (B)(6) 2023, a reintervention was performed. An additional stent graft was implanted distally. The distal type I endoleak was resolved. The patient tolerated the procedure. The physician stated that some endoleak was acceptable for the initial treatment because the distal neck was a little bit shorter in order to preserve a intercostal artery. Reintervention was anticipated.

Manufacturer narrative:
H6: b20, the device remains implanted and was therefore not available for engineering evaluation. H6: c21, still pending completion of manufacturing records. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak, reoperation, and aortic expansion (e .g ., aneurysm, false lumen, landing zone, lesion). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.